Event description:
Noise was reported on the rv channel with corresponding non-physiologic deflections on the far-field channel. No adverse patient events were reported. Lead remains implanted and further evaluation was recommended to hcp. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.